Event description:
Ventilator found auto-cycling with intubated pt's oxygen saturation level decreasing. Respiratory assistance via bag mask initiated with poor results. Endotracheal tube discovered obstructed with mucous plug. Pt extubated and re-intubated in conjunction with other, unsuccessful resuscitative efforts.